Event description:
Customer reports 2 lv 1.5 infusors filled with 2500mg of 5fu at facility were delivered to the patient's home. The patient's husband noticed that the infusor volumes appeared low. The first infusor completed infusion over 3 days rather than the prescribed 7 days. The report states, "the patient became ill and was admitted to the clinic."